Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead following bi-v pacing. The twos goes away with a sensing configuration change to 0.9mv. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-45 implantable pacing lead, implanted: (B)(6) 2009; a 419478 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).